Manufacturer narrative:
Device lot # was not provided/unknown. Device has not been returned to manufacture. Product no returned to manufacture

Event description:
It was reported that the abutment screw retaining the iguca1c fractured. The surgeon was able to retrieve the screw and the restoration was redone with a new abutment and crown.

Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. A visual inspection confirmed that the screw was fractured that the screw was fractured at the top of the threaded region. The screw only remains in one small piece at the threads. The body and head were not returned for inspection. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 . The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm.. A root cause for the complaint could not be determined.